Manufacturer narrative:
Device evaluated by manufacturer?: visual inspection of the returned product found the lens returned in an sfc-45 fp cartridge. There was no visible damage to the cartridge. The was evidence of clear dry residue. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Received a 13.2mm micl13.2 implantable collamer lens, -6.5 diopter, from the customer stuck inside an sfc-45 fp cartridge. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received. The reporter stated the lens was loaded and prepared for surgery but was not used due to patient related medical issue. There was no patient contact and the surgery had not begun/aborted until a later date, when another icl lens will be implanted. (B)(4).